Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. No additional verbiage required here in relation to same/similar reporting but as usual populate as needed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the adc device. The customer reported unspecified low sensor readings and was nauseous and experienced polyuria. The customer went to hospital and a laboratory blood glucose result of "about 1000 mg/dl" was obtained. The customer was treated with insulin infusion (dose/type unknown). There was no report of death or permanent injury associated with this event.